Event description:
Revision surgery - the pt fell causing glenoid to fracture. The surgeon removed the socket, insert, glenoid head, baseplate, and four 5.0 screws. Grafted the glenoid and converted to a hemi-arthroplasty with adapter and fnd 46 x 22 humeral head. There was no product failure noted.